Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and the explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted ipg was retained by the medical facility and will not be returned.